Event description:
It was reported to boston scientific corporation that a cre pro wireguided dilatation balloon was used in the papilla during an endoscopic papillary balloon dilation (epbd) procedure performed on (B)(6) 2023. During the procedure, while the physician was dilating the papilla the balloon was not filing. The technician removed the balloon from the patient and found it was broken. The procedure was completed with another cre pro wireguided dilatation balloon. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block a2: patient's exact age is unknown; however, it was reported that the patient was over the age of 18. Block d4, h4: the complainant was unable to provide the lot number. Therefore, the manufacture and expiration dates are unknown. Block h6: imdrf device code a0402 captures the reportable event of balloon burst.